Event description:
Per medtronic, this system was replaced with competitive products on (B)(6) 2011. The following physician's office has no record of this pt as the pt was only seen in the hospital. The reason for explant is unk. Should additional info become available, this file will be updated.